Event description:
Event description cpi received a copy of a letter that was sent to dr. Albert deluca from physician's reciprocal insurers regarding the estate of patient carnel ballard. There were no allegations made against the device. This ICD was put into legal quarantine and not released for analysis until december 2000.